Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set adhesive issue on (B)(6) 2026. The patient reported infusion set came off and tape was not sticking due to not having enough adhesion. No further information is available.